Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Reportedly, the customer contacted the healthcare provider to obtain an alternate method of insulin therapy until the replacement pump arrived. There was no adverse impact to the customer's blood glucose level.